Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03sep2019. Fse confirmed the black section on top and bottom of touch screen is cracking and separating. Touch frame does function properly. Fse replaced touch frame to solve problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported the unit has damaged touchscreen. No patient/user harm reported.